Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent an unknown ablation procedure with a webster¿ electrophysiology catheter with auto ID. The catheter shaft was detached from the body. No patient consequences were reported. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. Catheter shaft broken while inside patient is MDR-reportable.

Manufacturer narrative:
On 29-mar-2022, the product investigation was completed. It was reported that an unknown patient underwent an unknown ablation procedure with a webster¿ electrophysiology catheter with auto ID. The catheter shaft was detached from the body. No patient consequences were reported. Device investigation details: since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number 30643668m and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number:(B)(4).